Event description:
It was reported that the zimmer dermatome loaner was cutting skin too thick. To date three attempts to obtain further info have been made by the zimmer clinical nurse. An additional contact person at the facility was just identified on (B)(6) 2012. In the event additional info is obtained the info will be included in the f/u submission.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A f/u up medwatch will be submitted once the investigation is complete.